Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer via phone stated that the tip of the oral-b floss action replacement toothbrush head broke off in their mouth. No injury was reported.